Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow keypad button's intermittent response was not duplicated; all of the keypad buttons responded appropriately to button presses and were functional. All of the buttons had normal spring back and click. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up arrow button was sticking. The patient confirmed that the keypad was intact. The patient reportedly wore the pump under a garment and cleans the pump with a dry q-tip. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.